Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received some inappropriate electric shocks while exercising. Also, low amplitude was observed, which led to the smart feature was disabled several times. Troubleshooting options were discussed and recommended. Reprogramming efforts then were performed. The plan will be monitored. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received some inappropriate electric shocks while exercising. Also, low amplitude was observed, which led to the smart feature was disabled several times. Troubleshooting options were discussed and recommended. Reprogramming efforts then were performed. The plan will be monitored. At this time, the s-ICD remains in use and no additional adverse patient effects have been reported.